Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 4 patients with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the siemens 660 dade innovin method. Patient 1: the meter result was >8.0 inr and the laboratory result was 2.2 inr. Patient 2: on (B)(6) 2019 the meter result was 6.7 inr and the laboratory result was 2.0 inr. Patient 3: on (B)(6) 2019 the meter result was 6.4 inr and the laboratory result was 1.6 inr. Patient 4: on (B)(6) 2019 the meter result was 4.2 inr and the laboratory result was 1.2 inr. All results were within 7 hours of each other. The patients therapeutic ranges and medical histories were not provided, but all patients are stable.